Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and detachment and a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A non bsc guide wire was placed in the lad and a second non bsc guide wire was placed in the 1st diagonal for protection of the lateral branch. A 2.5x15mm non bsc balloon was advanced, but would not cross the lesion. A 2.0x10mm non bsc balloon was advanced and although severe resistance was encountered, the device was able to cross the lesion. Inflation was performed 5 times to 14atms. The 2.5x12mm nc quantum apex (ncqa) balloon was advanced and inflation was performed 6 times. In the distal portion of the lesion, the balloon was inflated 3 times; once to 14atms and twice to 16atms. 3 additional inflations were performed within the lesion; once to 12atms and twice to 20atms. The balloon ruptured during the sixth inflation to 20atms. During withdrawal, the balloon became stuck and they were unable to remove it. A non bsc guide wire was advanced distal to the ncqa balloon to aid in removal; however, while manipulating, the wire went into a false lumen distal to the balloon. The vl3.5 7fr mach1 guide catheter was then deep seated proximal to the lesion. While further attempts were made to remove the balloon, a mid portion of the balloon became detached and remained in the lesion. It was further noted that a dissection occurred, possibly during inflation in the distal portion of the lesion. Bypass surgery was successfully performed between the mid and distal lad. The balloon fragment was not removed and remains in the artery. There were no additional patient complications reported. The physician noted that it was possible the balloon might have "entangled with calcified part of the lesion" when it ruptured, causing resistance during removal and its subsequent detachment. He further noted that after the rupture, the distance between the balloon markerbands was possibly longer than 12mm, indicating the shaft was stretched.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed blood and contrast in the inflation lumen. From the guide wire exit notch, the balloon was completely separated at 23cm and the inner shaft was completely separated at 25cm. The separated ends were jagged and stretched. The distal separated section of the catheter was not returned for analysis. Also from the guide wire exit notch, a shaft kink was observed at 5mm. A 5mm tear in the outer shaft extended to the guide wire exit notch. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and detachment and a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A non bsc guide wire was placed in the lad and a second non bsc guide wire was placed in the 1st diagonal for protection of the lateral branch. A 2.5x15mm non bsc balloon was advanced, but would not cross the lesion. A 2.0x10mm non bsc balloon was advanced and although severe resistance was encountered, the device was able to cross the lesion. Inflation was performed 5 times to 14atms. The 2.5x12mm nc quantum apex (ncqa) balloon was advanced and inflation was performed 6 times. In the distal portion of the lesion, the balloon was inflated 3 times; once to 14atms and twice to 16atms. Three additional inflations were performed within the lesion; once to 12atms and twice to 20atms. The balloon ruptured during the sixth inflation to 20atms. During withdrawal, the balloon became stuck and they were unable to remove it. A non bsc guide wire was advanced distal to the ncqa balloon to aid in removal; however, while manipulating, the wire went into a false lumen distal to the balloon. The vl3.5 7fr mach1 guide catheter was then deep seated proximal to the lesion. While further attempts were made to remove the balloon, a mid portion of the balloon became detached and remained in the lesion. It was further noted that a dissection occurred, possibly during inflation in the distal portion of the lesion. Bypass surgery was successfully performed between the mid and distal lad. The balloon fragment was not removed and remains in the artery. There were no additional patient complications reported. The physician noted that it was possible the balloon might have "entangled with calcified part of the lesion" when it ruptured, causing resistance during removal and its subsequent detachment. He further noted that after the rupture, the distance between the balloon markerbands was possibly longer than 12mm, indicating the shaft was stretched.